Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2102153. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation. The retained syringes were assembled with a bd 21g needle, and no signs of defective hub connection or leakage were detected. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text: see h10.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe the needle and syringe separated and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during the injection of haldol decanoas: the nurse attached the needle, making sure that the two activation indicators were present: an audible "click" and a control window. During the injection, the syringe and needle became maladjusted, allowing a significant portion of the medication to escape onto the patient, the nurse and the treatment tray.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe the needle and syringe separated and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during the injection of haldol decanoas: the nurse attached the needle, making sure that the two activation indicators were present: an audible "click" and a control window. During the injection, the syringe and needle became maladjusted, allowing a significant portion of the medication to escape onto the patient, the nurse and the treatment tray.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe the needle and syringe separated and leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a nurse reported a problem during the injection of haldol decanoas: the nurse attached the needle, making sure that the two activation indicators were present: an audible "click" and a control window. During the injection, the syringe and needle became maladjusted, allowing a significant portion of the medication to escape onto the patient, the nurse and the treatment tray.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022 . H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2102153. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, a connectivity issue and leakage were observed. Twenty retained samples of the same lot number were also obtained from the manufacturing facility for further evaluation. The retained samples were assembled with a bd 21g needle. None of the retained samples showed any signs of defective tip-hub connection and no signs of leakage were observed. It is most likely that the observed connectivity issue and leakage in the returned sample resulted from damage in the syringe tip; however, at this time, we are unable to identify an exact manufacturing related cause for this incident.